Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device dislocation ("migration and disappearance of the essure device(s)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and back pain ("low back pain"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2016). At the time of the report, the pelvic pain, device dislocation, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), embedded device ("migration of essure device location of device: uterine wall") and device dislocation ("migration and disappearance of the essure device(s)") in an adult female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, cellulitis, perineal pain, caesarean section in 2001, d & c, umbilical hernia, vomiting, decreased appetite, constipation and heartburn. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain had resolved and the embedded device, device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: r essure device out of place in myometrium , unable to identify l essure device; on (B)(6) 2016: migration of essure device, other (please describe) left coil not seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('mine migrated and was puncturing my uteine wall / migration of essure device location of device: uterine wall'), uterine haemorrhage ('was puncturing my uterine wall causing nonstop bleeding'), pelvic pain ('chronic pelvic pain') and device dislocation ('migration and disappearance of the essure device(s)') in an adult female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2001, recurrent abortion, cellulitis, perineal pain, d & c, umbilical hernia, vomiting, decreased appetite, constipation and heartburn. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, device dislocation and abdominal pain lower outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: r essure device out of place in myometrium , unable to identify l essure device; on (B)(6) 2016: migration of essure device, other (please describe) left coil not seen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new social media received: new events added: uterine bleeding. Event "migration of essure device location of device: uterine wall" was updated to "mine migrated and was puncturing my uterine wall" and coded to uterine perforation a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), embedded device ("migration of essure device location of device: uterine wall") and device dislocation ("migration and disappearance of the essure device(s)") in an adult female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, cellulitis, perineal pain, caesarean section in 2001, d & c, umbilical hernia, vomiting, decreased appetite, constipation and heartburn. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain had resolved and the embedded device, device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: r essure device out of place in myometrium , unable to identify l essure device; on (B)(6) 2016: migration of essure device, other (please describe) left coil not seen. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr received- event "migration of essure device location of device: uterine wall", reporter, lot number, medical history, lab data added, previously reported events- "chronic pelvic pain, chronic pelvic pain" and "back pain" outcome updated to "recovered". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.